Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had been sticking and difficult to pull out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) cubie drawer was not pulling in out and hard to close and had bad rails, a field service engineer repaired cubie drawer by powered off the station, removed the back panel and drawer 6, replaced the damaged slide rails, reinstalled the drawer, and powered the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.